Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the third party service agent.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device gave a "abnormal energy delivery" message while attempting to shock into a test load.  Testing showed that the device was monitoring as expected in paddles lead ECG via a quik-combo therapy cable and charged normally when prompted, but when the shock button was pressed zero (0) joules were delivered and the device gave an "abnormal energy delivery" message.  A different quik-combo therapy cable was then used, but they received the same results. The reported issue was observed during testing.  There was no patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent evaluated the customer's device and verified the reported issue.  After replacing the isolation relay assembly, proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use.  The device was not returned to physio-control for evaluation.